Manufacturer narrative:
Technician found loose pins in the communication cable. Technician installed a cable saver to resolve the issue.

Event description:
Technician alleged that the nurse call is not working correctly. When a normal call is placed using the bed rail switch, the master station response is not heard at expected location.